Event description:
Clinical study: same patient as MDR 6000089-2005-01927. And 6000089-2005-01928. 251 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated three target lesions. Target lesion 1 was a 3.5 mm vessel diameter, 90% stenosed region of the distal right coronary artery (rca). The lesion was 10.0 mm in length, was mildly tortuous, with mild calcification. The physician predilated the lesion prior to placing one taxus express 2 8.8% 3.5x20 mm drug eluting stent without complication. Residual stenosis was 0%. Target lesion 2 was a 3.0 mm vessel diameter, 90% stenosed region at the distal right coronary artery (rca). The lesion was 8.0 mm in length, with mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x20 mm drug eluting stent without complication. Residual stenosis was 0%. Target lesion 2 was a 3.0 mm vessel diameter, 90% stenosed region of the distal right coronary artery (rca). The lesion was 8.0 mm in length with mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x12 mm drug eluting stent without complication. Residual stenosis was 0%. This stent overlapped the target lesion 1 stent by 3.0 mm. Target lesion 3 was a 3.0 mm vessel diameter, 90% stenosed region of the distal right coronary artery (rca). The lesion was 11.0 mm in length, was midly tortuous, with mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x16 mm drug eluting stent without complication. Residual stentosis was 0%. The pt was discharged from the hosp one day post index procedure receiving asa and plavix. The site reported that the pt expired 251 days post index procedure from cardiac arrest. Per the pt's family, he went into cardiac arrest at home. The pt was brought to the e.r. And was pronounced dead on arrival. In the opinion of the physician there was an unknown relationship between the event and the target vessel.